Event description:
Per the clinic, the patient experienced head trauma resulting an open wound on (B)(6) 2023. The implanted device remains.

Manufacturer narrative:
This report is submitted on november 22, 2023.